Manufacturer narrative:
(B)(4). Other (B)(4): a field service representative (fsr) was dispatched to the account and inspected the system probes, tubing, and pumps. The sample and controls were retested and acceptable results were generated. A fluidics check was performed along with a probe alignment. Based on the available information, the cause of the customer's issue was not identified, nor was any deficiency identified for this complaint. A complaint review was performed and no adverse trends were identified. The axsym system operations manual and the axsym valproic acid package insert were reviewed and were found to adequately address the issue of erratic results. No deficiency / malfunction was identified. This is the final report.

Event description:
The account stated that in 2009, the axsym analyzer generated a valproic acid result of 0.00 mg/l. The patient was expected to be >50 mg/l. The sample was repeated the following day with a result of 65.45 and 61.38 mg/l. The sample was repeated again the following month, with a result of 58.47 mg/l. There was no report of impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.